Manufacturer narrative:
H.6. Investigation: as no physical sample, picture sample, or valid lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to no valid lot#. See h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system 20 ga 1.25 in (1.1 x 32 mm) (w/ bd connecta and cap) experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: when I stuck the patient, the needle would not get out. It can be reversed so far until it would normally "loosen" but then stops and can not be detached from pvk, even though I pulled very hard.

Manufacturer narrative:
Medical device brand name: bd nexiva¿ closed IV catheter system 20 ga 1.25 in. (1.1 x 32 mm) (w/ bd connecta and cap) device expiration date: unknown. Medical device lot #: an invalid lot # of 19157 was provided by the initial reporter a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system 20 ga 1.25 in (1.1 x 32 mm) (w/ bd connecta and cap) experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: when I stuck the patient, the needle would not get out. It can be reversed so far until it would normally "loosen" but then stops and can not be detached from pvk, even though I pulled very hard.